Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he wanted to check his wife's insulin pump to make sure everything was working. Her blood glucose has been low for 2 months and was recently 22 mg/dl. At time of call was 118 mg/dl. Customer also indicated that doctor recently changed basal rate for his wife. Troubleshooting found that the customer's drive support cap was normal but that the pump failed a displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.